Event description:
As reported by the end user hospital, during placement of a 4f PICC device, some knotting of the 0.018" 145cm guidewire occurred. The device was being placed, under fluoroscopy, in the pt's right, upper arm. Some resistance was felt when the wire was being manipulated during access. During the attempting removal, the guidewire stretched, then broke off in the pt. According to the physician, the pt is "stable" with the wire tip fragment located in soft tissue. The removed portion of the wire was returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2012 complaint report was reviewed for the product family of xcela power injectable PICC and the failure mode of "guidewire fractured." No adverse trends were identified. As the guidewire is a purchased component for navilyst medical, the returned portion of the guidewire was forwarded to (B)(4) for evaluation. Their review of the guidewire indicates that the most likely root cause for the damage is that the device sustained tensile, torsion and bending overload resulting in the fractured core and coil wire. The distal tip weld joint and an indeterminate amount of the coil and core wire was missing, most likely the portion of wire reported as being left inside the pt. With the exception of the noted damage, the guidewire appeared to be visually and dimensionally correct. (B)(4) manufacturing records for the reported guidewire lot did not indicate any manufacturing defect or anomaly that could have contributed to the reported event. Navilyst medical's incoming inspection process controls for this guidewire include visual inspection to insure that the guidewires are free of damage, as well as a dimensional inspection check and tip tensile strength verification. ((B)(4)).